Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the is rv lead was explanted due to a non-product experience. It was successfully replaced with a new lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes b5: describe event or problem, h6: device code, along with any other relevant fields have been updated. Should additional information become available, this report will be updated.

Event description:
It was reported that the is rv lead was explanted due to a non-product experience. It was successfully replaced with a new lead. There were no additional adverse patient effects reported. Additional information received confirmed that the lead dislodged during an interventional radiology. No additional adverse patient effects reported.